Event description:
Same case as MDR: 2134265-2013-08838, 2134265-2013-08839. It was reported that automatic pullback failure occurred. During the procedure, an opticross imaging catheter was used and connected to a motor drive unit. The physician attempted to perform automatic pullback 4-5 times but the motor drive unit failed to pullback. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device lot # - corrected from 16223601 to 16297414. Device expiration date - corrected from 07/09/2014 to 08/09/2014. Device manufactured date - corrected from 07/10/2013 to 08/12/2013. Device evaluated by manufacturer: the complaint device was returned for analysis. A kink was observed in the telescope assembly at 25.0cm from femoral marker at the proximal end. The telescope assembly was not able to properly pull back, advance, or retract. The ccp board pins appeared normal and a good click sound was heard during insertion into the mdu system. Hole in sheath assembly lap joint 27.7cm from the distal tip end was observed. Fluid was leaking from the open hole at the lap joint area when the catheter was flushed. The imaging window is still connected to the blue sheath at the lap joint. During image characterization testing, no image appeared in the system due to electrical open at proximal. Imaging core windup in the strain relief (between the hub and telescope) and telescope assembly was observed during x-ray analysis. The device failed to meet specifications based on its returned condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR: 2134265-2013-08838, 2134265-2013-08839. It was reported that automatic pullback failure occurred. During the procedure, an opticross imaging catheter was used and connected to a motor drive unit. The physician attempted to perform automatic pullback 4-5 times but the motor drive unit failed to pullback. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.